Event description:
The manufacturer received information alleging the device was not working and a "red error message" had occurred. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer on this issue. The customer stated that during setup of the device, an "unknown red error message" was on the screen and it is not working. The customer stated there was no patient involvement when this issue occurred on the device. The philips rse dispatched a philips field service engineer (fse) to the customer site to evaluate the device. The customer informed the philips fse that they were about to put the device on a patient when it displayed a red screen, and the words "vent inop". The philips fse evaluated and determined there was no message when they turned the device on. The philips fse reviewed the system error logs, but there was no action required for this device. The philips fse performed a full preventative maintenance on the device, and it passed all tests. The philips fse was not able to reproduce the issue on the device. Additional findings not related to the malfunction/issue was the philips fse updated the software version on the device.